Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No error codes were found. In addition, the following non-reportable malfunctions were found during the device evaluation: damage to cylinder and rod, corrosion was noted on multiple components from water ingress and objective lens was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. No error codes were found. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope experienced errors e216 (scope communication error), e315 (incompatible scope) and b30(scope communication error). All other endoscopes worked. The reported errors occur on different towers. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.